Event description:
It was reported that during an unknown procedure, after the load was installed in the stapler, in the second shot in the procedure, it presented resistance at the time of the shooting, being locked inside the device. The surgeon was unable to unlock the stapler and completed the procedure with conventional suture.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the reload lock out and would not work? Did the reload begin to staple and cut, but then jammed? Was the device locked on tissue with the jaws closed? If yes, how was the device removed/open? Did the device eventually open? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.